Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, frame damage was empirically confirmed based on information received to date. Available information suggests patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as reported ''upon insertion of the esheath+ into the access-delivery route, calcification was observed within the vessel approximately 1 cm above the tip of the esheath+. When the delivery system exited the esheath+, interference between the intravascular calcification and the s3ur valve resulted in part of the stent frame being oriented outward''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a tavi procedure performed via transfemoral approach using a 23 mm sapien 3 ultra resilia (s3ur) valve, during the tavi procedure, damage to the s3ur valve frame occurred. Upon insertion of the esheath+ into the access-delivery route, calcification was observed within the vessel approximately 1 cm above the tip of the esheath+. When the delivery system exited the esheath+, interference between the intravascular calcification and the s3ur valve resulted in part of the stent frame being oriented outward. Because removal of the delivery system and the s3ur valve was considered high risk, the s3ur valve was deployed in its intended position as is. Angiography was performed at the site where the calcification and the frame interfered, and no vascular complications requiring treatment, such as bleeding, were identified. After consulting with a cardiac surgeon, the tavi procedure was completed. No other health-related adverse events or device damage were observed. No abnormalities were noted during crimping of the s3ur valve.

Manufacturer narrative:
The investigation is ongoing.